Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged on dual antiplatelet therapy (dapt). During a routine 45 day follow up computed tomography (CT) imaging information showed a device related thrombus attached to the atrial surface of the closure device. The patient discontinued dapt and was started on eliquis 5mg twice daily.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged on dual antiplatelet therapy (dapt). During a routine 45 day follow up computed tomography (CT) imaging information showed a device related thrombus attached to the atrial surface of the closure device. The patient discontinued dapt and was started on eliquis 5mg twice daily.